Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that the patient received six inappropriate shocks due to oversensing of noise while sleeping. The noise was able to be reproduced with proactive maneuvers. An x-ray was taken which showed the orientation of the subcutaneous implantable cardioverter defibrillator (s-ICD) may have moved slightly when compared to implant. The patient is a boxer and there was initial concern that perhaps there was trauma to the chest. Subsequently the sensing vector was reprogrammed from secondary to primary and no further noise signals were noted. Approximately one year later the patient received two additional inappropriate shocks while in primary sensing configuration due to oversensing and low r wave amplitude. Further evaluation determined that no trauma to the chest had occurred as previously considered. There was noise in alternate vector as well. An x-ray was taken and found the s-ICD was rotated greater than 90 degrees. A revision procedure was performed. When the device was removed the pocket there appeared to be a large amount of stress on the lead. The pocket was noted to be extremely large. The thought is that the device sutures were pulled from the serratus about one month post implant and the free floating device created a larger pocket. There did not appear to be any connection issues or foreign material in the header. The s-ICD was explanted and replaced. The electrode remained in service. A new s-ICD was implanted with the existing electrode. During testing the s-ICD chose secondary vector and with a 10 joule shock delivery there was a 70 ohm shock impedance. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery.

Event description:
This report is being filed to submit the analysis results.